Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the following. The components regarding dvi on the electrical circuit board of the subject device might have accidental failure. There was no problem with the output other than dvi and that the similar phenomenon occurred four months ago. Therefore, it was assumed that some failure had occurred on the connected dvi monitor side, causing damage to the dvi component on the electrical circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use, the endoscopic image output from the dvi out terminal of the subject device was not displayed. The service department of the olympus (B)(4) checked the subject device and found that the electrical circuit board had failure. There was no report of patient injury associated with this event.